Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was frayed, and could no longer be used to charge the pump. Tandem technical support sent the customer a replacement cable. Customer's blood glucose ranged from 99-127 mg/dl.